Manufacturer narrative:
The report of ¿shocking sensation¿ at the ipg site was not able to be confirmed. Analysis of the paddle lead found there was insufficient product returned for analysis. Only a small portion of each of the terminal end lead tail segments were returned. The lead had been cut as a result of the explant procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01826. It was reported the patient experienced shocking sensation at the ipg site. In turn, the system was explanted on an unknown date.